Event description:
It was reported that the patient had several fainting events. When patient arrived in the hospital, pacing spikes with v-paced events were seen on rhythm strips. The implantable pulse generator (ipg) was reprogrammed at first, but the problem continued. The device was then explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: the device was returned, analyzed, and no anomalies were found. (B)(4).